Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced hematuria, burning and painful urination, urinary tract infections, incontinence, vaginal bleeding and a vaginal lesion. An excision of the mesh was performed. Subsequent treatments and/or therapies were also reported.